Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure of a trans-maxillary approach to cranial base, the tip of the device overheated melting the plastic sleeve. It was also reported that the overheating caused burns to the patient and surgical site requiring an additional procedure to repair. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure of a trans-maxillary approach to cranial base, the tip of the device overheated melting the plastic sleeve. It was also reported that the overheating caused burns to the patient and surgical site requiring an additional procedure to repair. It was further reported that the procedure was completed successfully.